Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: 'blood collection was performed using the luer adapter and holder. When the hcp pulled the tube, blood leaked inside the holder."

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: 'blood collection was performed using the luer adapter and holder. When the hcp pulled the tube, blood leaked inside the holder."

Manufacturer narrative:
H.6. Investigation: bd received thirty-eight (1 used, 37 unused) samples and seven (7) photos for investigation. The photos and used sample were reviewed and the indicated failure mode for hole in sleeve causing leakage was observed. Ten (10) unused customer samples were evaluated by visual examination and functional testing and the issue of hole in sleeve causing leakage was not observed. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of hole in sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of hole in sleeve causing leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.